Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was unknown. Customer stated their alarm was resolved by reprogramming their bolus. The customer also reported several scratches on their display. Customer also stated their up and down buttons were starting to wear down. It was found the customer was still able to read their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.